Event description:
It was reported that during a pta treatment procedure of a 90% stenosis in an av flstula, the shaft of the balloon catheter separated. The balloon was inflated once to 10 atm to dilate the vessel and the physician then pulled the balloon into the sheath. As the physician was withdrawing the balloon catheter through the sheath, the physician felt 'a little friction' and the shaft of the balloon catheter separated. The physician withdrew the entire system as a unit. The procedure was successfully completed. No pt injury or complications were reported.